Event description:
It was reported that after the pt reached up to change a light bulb, he felt a "tugging" in his back. The stimulation sensation changed after the event and eventually stopped working. The pt was unable to adjust the stimulation. The pt programmer display showed "call your doctor" icon. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.